Manufacturer narrative:
This report is filed on january 25, 2019. (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 subsequent to the patient experiencing recurrent non device related infections. The patient was reimplanted with a new cochlear device during the same surgery.